Event description:
Patient on a rotaflow for ventricular support. During transport by ambulance to another hosp, a change of power support occurred. Changed power from rotaflow battery to alternate power source of ambulance, using an ac adapter for the ambulance battery, a "battery error" was encountered. They disconnected the ac adapter and the rotaflow "shut down". The rotaflow was immediately powered back on and support re-established without issues. No effect to patient. (B)(4).